Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v384611, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4)

Event description:
A consumer reported the patient had a staph infection at the implantable neurostimulator (ins), lead, and extension. Shortly after implant, the patient noticed some redness with no heat. The patient was told that this was just the healing process and the infection was not diagnosed at that point. Shortly after that, the patient noticed erosion and silver showing through their chest. The infection started at the ins pocket and moved up the extension and lead, but did not get to the brain. The system was removed in (B)(6) 2012 and the patient was put on intravenous antibiotics. The patient received daily intravenous antibiotics for three months. The reporter stated the patient was dealing with not having the device. The patient&#62688;indication for use is essential tremor and movement disorders.